Event description:
The customer reported that the kv overrode to max by auto fluoro. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a disconnection in the cable, so he replaced the cable. The system is operating as intended.